Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information d4 lot no ¿ additional information d4 expiration date ¿ additional information d4 UDI - additional information g6 type of report ¿ additional information h2: additional information h4 device mfg date ¿ additional information h6: type of investigation ¿ additional information.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.